Event description:
The surgeon went to use the clip applier that had been opened on the field and it misfired. A second one was obtained from the supply room and the same thing happened when the surgeon went to use it. A third one was opened and worked correctly. This happened at a critical time in the surgery but there was no harm to the patient. Both clip appliers and one misfired clip were saved and turned in to management.